Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had numerous low flow alarms due to lack of hydration and was having post-syncopal episodes. The patient's system controller log file was reviewed and confirmed the low flow hazard alarms. The patient has a previously unreported history of gi bleeding, was given blood products for a decreasing hematocrit level and was then given a diuretic. The patient has since been discharged with a better fluid balance and has not experienced any further low flow alarms.

Manufacturer narrative:
Approximate age of device - 3 years and 4 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Manufacturer narrative:
The pump remains in use supporting the patient. The report of low flow alarms were confirmed based on the evaluation of the submitted log file; however, a specific cause for the reported decrease in flow and a correlation to the device could not be conclusively determined through the log file evaluation. It was reported that the low flow was caused by post syncopal episodes due to a lack of hydration. The patient was given blood products and a diuretic, and was discharged. No further issues have been reported. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.